Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had upstream occlusion. There was no reported patient involvement.

Manufacturer narrative:
H6: codes were added. One device was returned for investigation. It was reported that complaint of device had a device had upstream occlusion. Confirmed through functional testing. Caused of the report undetermined. All functional tests were passed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.